Manufacturer narrative:
Please refer to h6 device and health impact code. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the poly insert has significant portions of the device missing due to the attempts of multiple tools used to loosen it from the tray. There is a sizable hole drilled through the center that reaches the tray. The poly still remains firmly intact in the tray and cannot be removed. The device has blood spots all over the surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was caused due to an improper usage. The op tech also has the reference how to assemble the poly insert to the tray. Once assembled to the tray the poly is basically sealed in place and cannot be removed. There is no reference noted for removal of the poly from the tray. For this purpose, trials are available the surgeon must ensure the correct sizing of implant is used using the available trials before assembling the poly to the tray. If any further information is provided the complaint report will be updated.

Event description:
The hrs stem was used. The poly was trialed and -2 was selected. The final implant was opened. It was a struggle to get the poly to sit correctly, so it was taken off with a freer and tried again. The implant successfully seated and when the shoulder was reduced, the joint was loose. It was decided to take the poly off and re-trial with a 0 poly. To get the -2 poly off, a peripheral drill was used to drill in the center of the implant, then a peripheral screw was used to drill the poly but it didn¿t pop off. Then a 6.5 screw was used and the same thing happened. Next, a 9.5 and again the poly didn¿t pop off. At this point, an osteotome was used to get the poly off and pieces of the poly would come off but not the whole thing. The tray with the tuning fork had to be taken off. There was only one 8 centered hrs tray at the facility so the poly needed to be off on the back table with an osteotome. The poly cracked and only pieces of the poly came off. Instead, an 8 offset tray was used since the 0 tray now had half of a poly stuck in it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hrs stem was used. The poly was trailed and -2 was selected. The final implant was opened. It was a struggle to get the poly to sit correctly, so it was taken off with a freer and tried again. The implant successfully seated and when the shoulder was reduced, the joint was loose. It was decided to take the poly off and re-trial with a 0 poly. To get the -2 poly off, a peripheral drill was used to drill in the center of the implant, then a peripheral screw was used to drill the poly but it didn't pop off. Then a 6.5 screw was used and the same thing happened. Next, a 9.5 and again the poly didn't pop off. At this point, an osteotome was used to get the poly off and pieces of the poly would come off but not the whole thing. The tray with the tuning fork had to be taken off. There was only one 8 centered hrs tray at the facility so the poly needed to be off on the back table with an osteotome. The poly cracked and only pieces of the poly came off. Instead, an 8 offset tray was used since the 0 tray now had half of a poly stuck in it.